Manufacturer narrative:
The evaluation confirmed the customer reported issue as the image does not appear due to a cable break. Additionally, the cable and the coupler head are leaking and parts of the housing is worn off. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus regional repair center (hamburg) was informed by the user facility that the 4k camera head was returned for a reported "total failure, is no longer recognized by the processor" that occurred during preparation for use. No patient injury or harm was reported.

Manufacturer narrative:
D9 was corrected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because the cable was disconnected. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.